Event description:
During the procedure the valve of this device was noted to be missing causing excessive bleeding. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.